Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad was partially worn and split. The tissue adhered to the jaw of the subject device. The coating of the jaw was partially missing. As the result of checking the manufacturing record of the same lot, there was no abnormal detected. This type of the event is most likely related to the operator's technique. Based on the evaluation results and the similar cases in the past, it was known that the ptfe pad was damaged since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). The coating of the jaw might be partially missing since the filth on the jaw was scraped with a hard object. Also, the seal mode of the subject device might not be worked since the subject device could not be normally activated due to the adhesion of tissue on the jaw. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure *if an error is generated due to the start of output while blood or saline is attached, remove it with gauze.

Event description:
During an unspecified procedure, the seal mode of the subject device was not worked when the doctor used it. Therefore, the doctor exchanged it for another device. On (B)(6) 2017, olympus medical systems corp. (Omsc) found that the coating of the subject device was partially missing. No patient injury was reported.